Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not turn on with batteries charged. Patient involvement at this time is unknown; additional details have been requested.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device would not turn on with batteries charged. There was no patient involvement.